Event description:
During coil embolization of a posterior communicating artery aneurysm, the micrusphere 10 platinum microcoil stretched while loading it into the sl10 microcatheter. The coil never made it into the patient vasculature. This was the first coil used in this case. All subsequent coils used made it through the catheter without incident. It was reported that the physician noticed a little resistance while advancing the coil, so they pulled the coil back a little, and then they said it stretched. They then removed the coil from the microcatheter.

Manufacturer narrative:
(B)(4). Complaint conclusion: the device was returned for analysis. The 7.5cm coil was stretched 55.0cm. Only the first secondary winding off the ball tip was undamaged. This section has copious amounts of tissue adhering to the entire surface. The pet angle ring has been compressed at two places by the coil¿s socket ring. Located off the proximal end at 18.2, 27.8, 51.2, 57.0 and 70.6cm are severe kinks on the hypotube; however, the unit was received folded where the kinks were found inside a small biohazard bag. The rhv and microcatheter were not returned. The coil was returned severely stretched and damaged. The evidence suggests that distal interference inside the microcatheter produced the resistance felt during coil insertion. The same interference most likely caused the coil to be anchored during retraction which caused the coil to stretch. It cannot be determined to what extent; if any that the tissue found adhering to the distal section of the coil contributed to the complaint event. Therefore; the exact source of the interference inside the microcatheter cannot be determined. In addition; without the return of the sl-10 microcatheter and the hemostatic valve; it cannot be determined if these components contributed to the complaint event. There was no evidence of a manufacturing issue related to the complaint; therefore, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.